Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was asking if she should turn up stimulation to help the pain in the legs. Her setting is on low 1.6 volts, but she increased the stimulation to 2.0 volts starting the week of the report to see if it will help. It was noted that the patient had seen her health care provider and they directed her to patient services. The therapy is helping, but she wants it to help her legs more. At night, she turns down the stimulation because it causes her a ¿jerr feeling¿ when she lies down. This had been occurring since implant. It was reviewed that the patient should adjust her stimulation to a comfortable level, monitor her symptoms, and discuss with the health care provider for possible programming/adjustment, if necessary. No further symptoms or complications were reported or anticipated. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the patient was planning to have their device removed. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.